Event description:
Intera oncology received a report from a physician that on (B)(6) 2025, a patient with an implanted intera 3000 hepatic artery infusion pump came for a refill but the pump was dry. The last refill was done on (B)(6) 2025, filled with heparinized saline 30mls. The patient then traveled to paris and returned on (B)(6) 2025, for a refill that was due on (B)(6) 2025. The infusion center refilled the pump with 30mls of heparinized saline. The physician planned to troubleshoot the pump on (B)(6) 2025, to make sure the catheter is patent.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology has reached out to the physician multiple times with no success in finding out if the catheter is patent and if the patient experienced an adverse reaction. The root cause of this complaint is use error as the patient missed their refill appointment due to being outside of the united states. The intera 3000 hepatic artery infusion pump instructions for use indicates that "the patient must return on established refill times to prevent the pump from running dry as this can lead to formation of a blood clot at the catheter tip and interfere with proper therapy application."